Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional "monday (B)(6) 2022 I placed a PICC in a patient on our ortho unit. Everything went great, I got a call from the primary rn yesterday (B)(6) that the PICC was leaking. Upon my bedside assessment the PICC was shooting out a thin mist of saline from what appears to be the middle part of the PICC tubing. About half way between the catheter hub and the connection hub appeared to be the area the saline was coming out of. I had to perform an over the wire PICC line exchange for this patient because the line was indeed leaking and place a safety variance report in."